Manufacturer narrative:
Year of birth reported as 1949, day and month unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (extraction screw). The investigation of the complained extraction screw shows that the tip broke off. Investigation of documentation for production and material gives evidence that the instrument was produced under specifications in november 2006. Failure in material or production could not be detected. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume that there was a technical complication during removing of the pfna blade. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgery, a little piece of the extraction screw broke out from the end. There was no surgical delay reported and not reported harm to the patient. This is report 1 of 1 for (B)(4).